Manufacturer narrative:
No investigation performed. The user forgot to connect the air hose to the central gas system. There is no ventilator malfunction. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).